Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during infusion of 5000 mg of fluorouracil diluted in 140 ml of 5% glucose. The total fill volume was 240 ml. The device infused during 8 days instead of 5 days. There was no patient injury or medical intervention associated with this event. No additional information is available.